Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to fluctuating impedances and noisy signals on the right atrial (ra) channel. It was noted that the ra lead was a non-boston scientific lead and was also replaced. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned for analysis. Additional information was received, the fluctuating impedances were in normal limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to fluctuating impedances and noisy signals. Subsequently, the patient underwent a revision procedure, and the ICD was explanted. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to fluctuating impedances and noisy signals on the right atrial (ra) channel. It was noted that the ra lead was a non-boston scientific lead and was also replaced. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned for analysis. Additional information was received, the fluctuating impedances were in normal limits.